Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator was not functioning correctly. The returns status of the device is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that an external pulse generator (epg) was not working. The device passed all incoming inspection with no anomalies observed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.